Event description:
The complaint is reported as: "arterial line leaking continuously. Changed dressing, applied pressure, did not stop. Checked the catheter and could see blood leaking from a small crack at the connection." No patient injury reported. There was a delay in therapy without harm to the patient. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The complaint is reported as: "arterial line leaking continuously. Changed dressing, applied pressure, did not stop. Checked the catheter and could see blood leaking from a small crack at the connection." No patient injury reported. There was a delay in therapy without harm to the patient. The patient's condition is reported as fine.